Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time and date reset) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because of a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: during investigation, the black box showed evidence of time/date reset on (B)(4)18. No battery cap was returned, test battery cap is able to fit. The ez-prime¿ steps were performed correctly, with no errors, alarms or warnings occurring during the investigation, the pump reverted to default time/date settings after 6hr of power on reset. Reported ¿time/date reset¿ complaint is duplicated.